Event description:
Customer tested blood glucose at 8pm with a result of 182mg/dl. The customer passed out during the night. Customer family member called an ambulance at 12pm. When paramedics arrived their blood glucose was 46mg/dl. The customer was given a glucose IV and taken to the hosp. Level one control was out of range. The glucose strips are kept out side of the vial. A request was made for the return of the suspect device and replacement product was sent.